Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and insufficient stent apposition occurred. The 90% stenosed, 1.7x2.5mm x 5mm, de nova target lesion was located in a bifurcation of the mildly calcified and tortuous mid right coronary artery (rca) containing a bend of >45 degrees. The lesion was pre-dilated and then a 4.00 x 12 synergy¿ drug-eluting stent and a non-bsc stent were implanted at 12 atm. Intravascular ultrasound (ivus) was performed and the post stent residual stenosis was 0%. The procedure was completed. However, during the patient's follow up three months later, in-stent restenosis (isr) was noted in the non-bsc stent and the synergy¿ stent. Ivus was performed and it was confirmed that there was presence of thrombus in the mid to distal portion of the synergy¿ stent. It was also confirmed that the synergy¿ stent was not fully apposed to the vessel due to the calcification. Subsequently, the thrombus was treated with a non-bsc drug-coated balloon (dcb) and the procedure was completed. No further patient complications were reported.